Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was feeling really sick and went to the emergency room where they gave her insulin sand sailing. The caller believes that the insulin pump was not functioning. The customer will call back as the hospital attendants were moving her. No further information was provided.